Event description:
A family member reported that the keypad buttons were unresponsive. The family member stated that when the patient tried to reboot the pump, she was unable to get out of the confirmation screen. In addition, the family member indicated that the keypad was intact and that the patient did not clean the pump and that she wears the pump in a pocket.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.